Event description:
It was reported the patient received the (eri) replace generator soon message. It is unknown if this occurred prematurely. Surgical intervention took place wherein the ipg was explanted and replaced to resolve the issue.